Event description:
A user facility reported this mask leaked while it was being used in a pt. The mask was removed and replaced with another. There was no pt injury or problems. The device has been returned to lma north america and will be forwarded to the MFR for evaluation.